Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing four occurrences of containing foreign matter and one instance of containing air bubbles before use. The following has been provided by the initial reporter: fm in gel x5, defective marking x2, air bubbles in tube x2.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in gel and defective marking with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in gel and defective marking was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing four occurrences of containing foreign matter and one instance of containing air bubbles before use. The following has been provided by the initial reporter: fm in gel x5. Defective marking x2. Air bubbles in tube x2.